Event description:
It was reported that on an unknown date, upon routine inspection while restocking the instrument tray it was noticed that the t-handle for quick coupling would not disengage from the angled guide. There was no patient involvement. This report is for a t-handle for quick coupling. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.